Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.5-10/4t/90 symmetry¿ stiff shaft balloon catheter was advanced to dilate the lesion. The device was able to reach the lesion but it was noted that resistance was encountered midway and the shaft was kinked. During the first inflation, the balloon ruptured. The device was completely removed from the patient's body. Resistance was encountered during withdrawal. The procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak was identified over the proximal markerband. No issues were noted with the proximal markerband that may have led to the complaint. No issues were noted during analysis with the shaft, tip and markerbands of the device. There were no visible kinks along the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.5-10/4t/90 symmetry¿ stiff shaft balloon catheter was advanced to dilate the lesion. The device was able to reach the lesion but it was noted that resistance was encountered midway and the shaft was kinked. During the first inflation, the balloon ruptured. The device was completely removed from the patient's body. Resistance was encountered during withdrawal. The procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was stable.